Event description:
On 01/27/2010, covidien was informed of a customer who had a issue with a so called "heparin finished product." (No specific info about product identity was received.) The attorney alleges that the pt was administered heparin on one or more occasions, on and/or prior to, (B) (6) 2008, containing alleged contaminants. The pt passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.